Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt's neurostimulator stopped working last week. She was unable to communicate with the pt programmer. She would receive a poor communication screen. The pt was at home in fair condition. Further information has been requested from the hcp.